Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that she was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 515 mg/dl. The customer did not want to troubleshoot, and requested a replacement insulin pump due to high blood glucose levels and no delivery alarms. Nothing further was reported.